Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. No accessories or electrodes were returned with the device. Proper device operation was confirmed through functional and performance testing. Following evaluation, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device would charge defibrillation energy, but would not deliver a shock. There was patient use associated with the reported event however, there was no adverse patient outcome.